Event description:
On 02-feb-2026, an arthrex subsidiary employee reported via email that an ar-2324bcsp 4.75 mm biocomposite swivelock anchor had the tip of the inserter break during insertion into the bone. All broken fragments were retrieved. The procedure was completed using a replacement ar-2324bcsp 4.75 mm biocomposite swivelock anchor. There was no significant delay, no additional anesthesia was administered, and no adverse effects were reported. The issue occurred during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 5-feb-2026: it was confirmed that the broken piece was the self-punching eyelet of the swivelock.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be attributed to a user error due to misaligned insertion, and/or excessive force used in prying/levering the device during insertion.